Manufacturer narrative:
The device was not returned to solta medical; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the available information, a root cause for the reported event could not be determined. It should be noted that burns and redness are known possible side effects of treatment, according to the clear ans brilliant user manual.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Clinician reportedly applied topical numbing 23% lidocaine/4% tetracaine prior to treatment. The treatment was administered at a medium setting until the patient experienced blistering, peeling, intense erythema and oozing on her right cheek midway through treatment. The treatment was terminated, patient was administered systemic steroids and vaseline was applied to the problem area. Clinician inquired if patient was using topical retinoids prior to treatment (patient had used phloretin cf gel). Facility plans to have the patient return for patch testing to the topical numbing. The symptoms reportedly resolved after three weeks.